Event description:
It was reported that there was particulate matter in the bladder of a small volume intermate. This was observed during priming. The device had been filled with an unspecified amount of a chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). During follow-up with the reporter, they corrected the lot number. The lot was manufactured from november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.